Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the control iq software did not function as intended and did not resume insulin therapy as intended. Additionally, it was reported that a bolus was requested, however, the bolus did not deliver. Customer's blood glucose level ranged from 212 mg/dl to approximately 500 mg/dl. Multiple attempts were made by tandem technical support to follow-up with the customer on the reported issue, however, a response was not received.